Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2012. The patient obtained glucose results of "152 and 156 mg/dl" on the subject meter, which she felt was inaccurate high compared to her feelings/normal values. It is unknown if the patient takes any medications to manage her diabetes or if she made any changes to her usual diabetes management routine. The patient claimed on an unknown day and time, she felt nauseated and shaky. She reported on an unknown time on (B)(6), 2012, she was in the emergency room and received an unknown type of treatment. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.